Event description:
At balloon inflation during ptca, while positioned in-stent, the cardiologist thought the balloon ruptured. However, it was then realized the wire had split apart. It was removed and nothing was left in the patient. The procedure continued with another in-stent balloon. There were not complications.